Event description:
It was reported via (B)(4) that balloon rupture occurred. An unspecified size mustang pta balloon dilatation catheter was advanced to dilate the lesion. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation. A segment of the balloon was detached inside the patient but was able to be removed as a unit. The procedure was completed using this device with no additional procedure related to the event. No further patient complications were reported and there was no harm to the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: : it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).